Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that their controller was not taking a charge and this just happened this morning((B)(6) 2021). The pt reset their controller. Pt said there was no visible damage to the controller or battery pack contacts. The controller powered on after reset, but then turned off right away. Pt did not have their ac power supply with them to further troubleshoot the issue at the time of the call. The issue was not resolved. The caller was redirected to call back once they have their ac power supply. Pt called back with ac power supply. Pt plugged controller in to ac power without the li battery and reported the screen did not turn on. Pt then said they tried aa batteries earlier as well, but the controller did not work with aa batteries either. An email was sent for a replacement controller request to repair. Pt called back stating that the replacement controller doesn't charge from the ac power supply. The pt removed the li-battery pack and plug the controller into the ac power supply. Pt reported the controller screen did not power on, and the green light was not illuminated on the ac power supply. Pt tried 3 different outlets in their house, but reported the green light did not illuminate on the ac power supply after trying each outlet. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6). Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) ubd: , UDI#: (B)(4). H3: analysis of the 97745 recharger (ptm) (serial number (B)(6)) revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.